Manufacturer narrative:
Device evaluation visual inspection of the device shows damage to the tip assembly at the proximal end. Blue paper like material is noted inside the flush tool wrapped around the catheter shaft. Visual inspection under a microscope shows the metal coils stretched and deformed just distal to the anchor pockets. The cutter returned inside the housing and cannot be advanced into the housing due to the damaged coils. A 0.014¿ guidewire from the lab was front loaded via the tip and exited out the proximal end of the gw lumen with no difficulty. No damage was noted to the gw lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone-m along with a non-medtronic 6fr sheath, 0.014" spider wire and 6mm spider embolic protection during procedure to treat a severely calcified lesion in the superficial femoral artery (sfa) to popliteal artery with chronic total occlusion (cto). The vessel was moderately tortuous. The vessel diameter and lesion length are 5mm and 350mm respectively. The vessel was pre and post dilated. IFU was followed. Tip/nosecone damage occurred. The nosecone was damaged after treating the vessel with multiple passes. The nosecone did not detach. The device was safely removed from the patient. There was no vessel damage noted. The device was replaced and the procedure was finished. There was no patient injury. When the device returned for evaluation, it was noted that the device was damaged.